Event description:
It was reported that the patient was on the ventilator for transport. After about 15 minutes, the ventilator began flashing "patient circuit" and stopped ventilating without an audible alarm. The patient was removed from the ventilator and manually ventilated. No patient harm reported.